Manufacturer narrative:
H6 - health effect clinical code 4581: significant reduction of irido-coneal angles h6 - work order search: no similar complaint type events were reported for units within the same lot. (B)(4)

Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2, -9.5/3.5/091 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6)2024. Significant reduction of irido-corneal angles, and excessive vault were observed. Lens remains implnated. Cause of the event is reported as device. Additional information has been requested but none has been forthcoming.

Manufacturer narrative:
D4 - primary unique device indentifier (UDI)#:(B)(4) "UDI related data quality updates only". H3 - device evaluation: lens was returned in micro-centrifuge vial, in liquid, residue/debris on product. Visual inspection found no visible damage to lens. Dimensional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
Additional information: b1 - reported as product problem - update to adverse event b2 - not reported - update to required intervention to prevent permanent impairment/damage d6b - not reported - update to (B)(6) 2024. H1 - reported as malfunction - update to serious injury. H6 - health effect - impact code(f) reported as 2199 - update to 4627. Claim# (B)(4).